Manufacturer narrative:
The device investigation has been completed and the results are as follows: the device was returned and evaluated. The implant was returned but not in original package. The implant was verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0015) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. A lot number was received and a device history record (DHR) review was conducted. The DHR was reviewed and there was no evidence to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. "Loss osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This report is for the 2nd of 2 failed implants on the same patient. See report 3011649314-2019-00332 ((B)(4)) for the report on the 1st implant.

Event description:
It was reported that an hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2018, at tooth location #4. The patient returned on (B)(6) 2019. Upon examination, the doctor noted the implant had lost osseointegration. The doctor used isq device to measure, and came out with low readings. The implant was then removed, and the socket was restored with new bone graft. The doctor will attempt to place another implant in late summer, 2019. The patient's current condition is reported to be within normal limits. The patient has type iii bone quality. However, the doctor noted that the "patient's bone quality may be poor, more like d4". The patient has a history of mild gingivitis. The patient is missing a lot of teeth, and has had poor dental service in south america. There was no abnormality noted with the implant itself.